Manufacturer narrative:
Continuation of d10: product ID 37751 serial# (B)(6): product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were unable to sync their handset to their implanted neurostimulator (ins). Patient stated they were able to charge up the recharger but they could not get the handset to sync to the implant. During the call patient attempted to sync with the handset and was unsuccessful. Patient service specialist had patient try a different batteries in the patient programmer and patient was still unsuccessful to sync. Patient noted the handset was showing that the recharger was half full. Patient confirmed they were having a hard time charging the implant with the bigger recharging cord. Patient denied any visible damage to the recharger. Agent reviewed possible over-discharge. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt had an appointment tomorrow and was going to reach out to their mdt representative. Additional information was received from the patient. Rep meeting with patient today to do physician recharge mode. Technical services(ts) reviewed prm process and clearing por. Ts reviewed that patient needed to work with rep and hcp to address programming to resolve pain issue. Additional information was received from the patient via patient letter. It was reported that the device is not working at all now. Patient reported the cause was not determined, they are waiting for the physician and a manufacturer representative (rep) to restart the implant. Patient noted the issue has not been resolved yet and they still plan to visit their physician and rep. Patient noted "it wasn't a discharge it was the device is not working properly." Patient called back in stating their implant battery is at its end of service, and that they are trying to coordinate the removal or replacement on their implant battery. Patient stated their pain management clinic keeps pushing the date for the replacement back to november, and the patient is inquiring on other options to get implant battery removed on a quicker timeline. Patient stated they are in pain and feel they are getting more pain from the stimulator still in their body. Patient inquired if they could just get the battery removed instead of replaced, and then go on medication. The patient was redirected to their healthcare provider to further address the issue.